Event description:
Information received from the field notes that the patient presented with recurrent syncope. The patient was evaluated at a local clinic where noncapture was demonstrated. The patient was referred for admission. Subsequentt workup was reported to confirm lead perforation on a chest x-ray and an echocardiogram.